Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the dissection tip on the vaso view hemopro 2 split/cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The complaint device was unable to be evaluated for the alleged deficiency because it was not returned. The dissection tip certificate of conformity for the reported product lot was reviewed. The vendor certifies that the device lot conforms to all applicable product specifications. Based on the results of the evaluation, the reported complaint for "dissection tip break; slip/ cracked" was unable to be confirmed. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).